Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor pic failed alarm. The customer's blood glucose was unknown at the time of incident. The pump error was not resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit passed displacement test and self-test. Pump error confirmed in insulin pump history with variable (003) due to broken trace at keypad assembly. Unit was received with faded serial number label. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay.